Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (part # str-gl-blu/sm24566779) that was being used with the complaint device was returned for evaluation on (B)(4) 2013. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of intermittent out of range was confirmed. The root cause was determined to be a firmware issue.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.